Event description:
The company was informed that the pt's device was explanted for medical reason. Reimplant is not recommended. The company is in the process of gathering additional info and a supplemental report will be submitted once new info is obtained.